Event description:
It was reported that an ilet device did not charge on the charging pad; the user observed a brief green light flash that turned off despite correct pad placement and trying a different wall outlet, and a replacement charger was arranged. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no impact to health status and no need for medical intervention. Investigation included user troubleshooting and education performed by phone. Investigation of this case revealed a suspected charger or charging interface malfunction consistent with failure to charge. It was concluded that the event involved a device issue with the external charger, with no patient injury and normal device therapy otherwise.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 12:02am pst (B)(6)- pt called in stating that the ilet is not charging on the charging pad. Pt states that the ilet is faced up and that the green light flashes and then turns off, pt also states that the ilet is placed in the center of the charging pad, and its charging. Agent had pt use a different outlet while on the phone and still isn't working. Agent will be sending pt a new charger. Pt battery percentage is 56%. Pt had no other questions or further assistance needed. Bg was unaffected.